Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed abrasions under the lifevest. The patient described the area as wounds from the lv rubbing. There was no alleged device malfunction contributing to the irritation. Although the patient's nurse called into zoll to ask about treatment for the irritation, there is no indication of treatment of the irritation by a medical professional. Reporting out of the abundance of caution. Patient reported that the irritation is getting better.